Manufacturer narrative:
The insulin pump was received with high idle current due to moisture damage on mother board. No blank display noted. The device also had intermittent button response due to moisture damage on keypad traces, cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. It passed the unexpected restart test and no unexpected alarm was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture due to being stored in a cooler and it alarmed unexpected restart. Blood glucose value was 148 mg/dl. During troubleshooting, the display went blank and customer stated she could see fluid under the screen. She confirmed that the insulin pump was not dropped and did not have cracks. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.